Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into a moderately calcified and tortuous right coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the artery. The stent dislodged from the stent delivery system during removal of the undeployed stent. The physician did not follow the instructions for removal of an undeployed stent and indicated that two shorter stents may have been more effective in treating the lesion. The stent was successfully snared from the pt and the target lesion was treated with percutaneous transluminally coronary angioplasty only. The pt suffered from bleeding complications, post-procedure, of unk causes. There was no add'l clinical sequelae reported relative to the event, and no further info is available from the user facility.